Event description:
It was reported that after an neurostimulator change out, impedances with the new ins were normal except those pairs with #7, which were high. In addition, post operatively, they could not get any telemetry even though they had telemetry intraoperative. New batteries were advised. It was further stated that the programmer batteries were low and were replaced. All was good after that. The patient was noted to have good coverage as well.

Event description:
It was further reported that the high impedances resolved several hours after implant.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.